Event description:
The olympus representative reported on behalf of the customer, the endoeye flex deflectable videoscope presented an image defect. No patient harm reported. During the evaluation of the device, it was noted the color tone of the image was abnormal (green) due to damage to the charge-coupled device. This report is to capture the reportable malfunction of the abnormal (green) color tone of the image due to damage to the charge-coupled device noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The video connector was broken due to an external factor. The curved rubber adhesive was missing. The operation when fixing the angle of the operation part was heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the device was last serviced via repair in december 2021 to replace the free-engage lever and the bending section cover. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. However, it was surmised that the defect of the image sensor unit, failure of internal circuit board of the video connector or the system caused the reported event. In general, the customer is required to check the function of all devices used and have a replacement readily available prior to a procedure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 01-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.